Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 315 mg/dl at the time of the incident. The customer stated that they changed the sets twice but the insulin pump was still alarming no delivery. The customer insisted on having their insulin pump replaced. The customer was sent a replacement insulin pump.